Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal end of the flutes was broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure is user error which can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion. Dfu-0023-7 rev 0 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.

Event description:
It was reported that during an univers reverse shoulder surgery with modular glenoid system (mgs) the tip of the drill bit broke off while drilling for a peripheral screw of the mgs in the patient, although a drill sleeve was used as specified in the surgical instructions. The broken off part was not retrieved from the patient but had no influence on the outcome of the surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.